Event description:
A maquet field service technician (fst) found a broken ambient light module during a preventive maintenance. The module was taped in place. No information was provided to maquet with regards to the circumstances of this breakage. No patient involvement reported. Factory reference number: (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through the device correction noted. The broken module was replaced with a new one and the unit returned to service.